Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. Occlusion test was not performed due to button/keypad anomaly. No moisture damage was found inside of the device. The device did have cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
Customer reported via phone, she believes there is an issue with the keypad, since the buttons do not respond when she presses them. Customer's blood glucose was 275 mg/dl. Issue is occurring with all of the buttons and when she presses the b button it displays low reservoir. The device was accidently wet, fell into the sink, and it may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.